Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor case is damaged and unable to plug battery or power supply in. The root cause for the damaged case could not be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.